Manufacturer narrative:
Eval summary: review of primary surgical reports provided indicates surgical technique was followed. Review of manipulation on notes was unremarkable. X-rays were received, showing that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that the pt underwent manipulation under anesthesia due to right knee extension contracture.